Event description:
The plaintiff alleges that while employed as a registered nurse the plaintiff was repeatedly exposed to fibers, particles and dusts from latex gloves. The plaintiff alleges that plaintiff experienced symptoms of an allergic reaction to latex gloves, which symptoms included shortness of breath and other respiratory symptoms which prevented the plaintiff from usual and customary duties as a ccu nurse. The plaintiff further alleges that the plaintiff was exposed to and did inhale loose particles, fibers and dust of latex materials causing the plaintiff to suffer significant injury and allergic reaction. Furthermore the plaintiff alleges that plaintiff was forced to endure physical pain and suffering, loss of life's pleasures, embarrassment and humiliation as a result of the plaintiff's hazardous exposure to the latex materials. The plaintiff alleges that plaintiff was forced to incur medical expenses to treat the symptoms brought on by the plaintiff's exposure to latex dust fiber and particles. Also the plaintiff alleges that plaintiff was forced to leave the plaintiff's job due to ongoing symptoms caused by the plaintiff's exposure to latex, all to plaintiff's corresponding financial loss and detriment. Finally, the plaintiff's spouse, alleges plaintiff's spouse has been deprived the society, companionship and consortium of plaintiff's spouse.